Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that suture placement was successful in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and the vessel was mildly calcified. During the aaa procedure the sheath was upsized to 20f. Reportedly, after the aaa procedure during the arteriotomy closure during advancing the knot, the white suture broke. The green knot was advanced completely but hemostasis was not achieved. Surgical intervention was required to close the artery. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the needle slots and suture ports were normal. There was no abnormal observation found on the returned device that could have contributed to the reported event. A suture break may occur if the operator uses excessive suture tension when advancing the knot; however, this cannot be confirmed because the white suture was not returned and no definitive cause could be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.